Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (str-gl-001/sm33597588) being used during the reported permanent loss of "y" was returned on 01/15/2014. A visual inspection was performed and no defect was found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that since (B)(6) 2013 the transmitter has been giving an out of range signal. Dexcom has issued an rga for patient to return the device to be investigated.